Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.5, 3.5, lab: ng. Date: (B)(6) 2012, lab: 2.4. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 1.5, inratio: 3.5. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2012, pt did not take his coumadin dose. He went to the lab on (B)(6) 2012 and his physician adjusted his coumadin dose based on the lab value inr. Pt has been testing with inratio meter for three to four months.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.5, 2nd inr: 3.5, mean: 2.5, sd: 1.41, %cv: 56.57. A 2.4 inr result was excluded from comparison test since it was obtained a day after inratio results. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot information was provided. Per complaint issue, pt was milking the finger. Per product insert, "milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr result or testing error." This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.